Event description:
Pt's mother was visiting. The woman has a cardiac pacemaker implanted. She was standing next to 4-5 mcgaw infusion pumps which were operating. She began feeling faint. She moved away from pumps and began feeling better. Two of the possible 4 of 5 pumps have been identified and returned to mcgaw for analysis. The pacemaker was implanted in the woman on 1-4-93 and is manufactured by medtronic. The pacemaker model is 8426.